Manufacturer narrative:
Reporting institution phone #: (B)(6). A philips field service engineer (fse) went to the customer site. The engineer was unable to confirm the reported issue, however decided to replace the loudspeaker for preventative measures. After part(s) replacement the device was returned to functional use with no further issue(s) identified.

Event description:
It was reported that the mx450 has a speaker problem. No sound is coming from the device. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.